Event description:
It was reported by the patient that he was experienced high blood glucose levels 21 mmol and was treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 4. E1: establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.